Event description:
It was reported that balloon rupture occurred. The patient underwent a shunt percutaneous transluminal angioplasty procedure. The target lesion had a 95% stenosis. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at below nominal pressure. The device was removed without any problem and was replaced with a different device to complete the procedure. There were no complications reported, and patient was in good condition after the procedure.